Event description:
Patient found at home not breathing and no pulse by family. CPR initiated by family until paramedics arrived. CPR continued by paramedics until arrival at hospital. Arrived at hospital emergency room in cardiopulmonary arrest and ventricular fibrillation. Resuscitation was continued but patient did not rspond. Cardiac monitor strips from paramedics and hospital showed no pacer activity. Patient had pacemaker inserted by a physician at another facility in 1988. Pacemaker not removed from deceased patient so complete evaluation of the device could not be completedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.